Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. No leaks were found in either of them; however, during microscopic evaluation, it was noted that the first cylinder had a hole from wear in the outer tube of the middle of its body, and the second cylinder presented wear at fold also in the middle of its body. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted during microscopic examination, and no leaks were identified, but upon functional evaluation, the pump did not pass activation testing. Based on the information available and analysis results, the multiple findings identified in cylinders and pump could have caused or contributed to the device being removed.

Event description:
It was reported that the cylinders and pump of an inflatable penile prosthesis (ipp) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, it was noted that both cylinders did not pass microscopic inspection, while the pump did not pass functional testing.